Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that an rx locking and biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, the biopsy cap was attached into the olympus ercp scope. The guidewire was used to puncture the biopsy cap to make the passing of devices easier and pushed out the white internal o-ring looking component into the working channel of the scope. They used a radial jaw biopsy forceps to grab and remove the loose biopsy cap from the working channel. The procedure was completed with the original device. There were no patient complications reported as a result of this event.